Manufacturer narrative:
The investigation for the reported hemolysis issue has been completed. The cause of the hemolysis and its relation to the impella were not determined since the product and data logs were not determined. The instructions for use has details on the handling of hemolysis. It states ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 46 year old male was implanted with an impella cp device for mechanical circulatory support as a bridge for heart transplant. It was reported that there was a suspicion of hemolysis. The patient eventually received a heart transplant.